Manufacturer narrative:
(B)(4). (B)(6). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated an architect false positive total b-hcg assay result of 32.4 miu/ml. This followed a recalibration of the assay. The sample was retested and generated a result of less than 1.2 miu/ml. Troubleshooting found that the sample preceding the above suspect sample had a very elevated concentration of b-hcg. No suspect results were reported from the lab. There is no reported impact to patient management.